Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and device expulsion ("protruding from plaintiff¿s uterus"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. The reporter commented: plaintiff will undergo a hysterectomy in the near future to remove the essure device. Diagnostic results: on or about (B)(6) 2016, a histopathology report showed an essure coil had migrated, and was protruding from plaintiff¿s uterus incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil in the right side appears to project into the fundal myometriurn posteriorly (embedment)"), pelvic pain ("pain"), medical device pain ("pain from migrated implant") and genital haemorrhage ("unusual bleeding") in a 42-year-old female patient who had essure (batch no. Co3096, co6519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done with essure insertion". Concomitant products included amlodipine, cetirizine, docusate, hydrochlorothiazide, iron, oxycocet (percocet), pantoprazole, promethazine w/codeine, salbutamol (albuterol) and sulindac. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), medical device pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("device migration / plaintiff was told the essure device fell out and migrated into her uterus"), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), back pain ("back pain"), abdominal pain ("abdominal pain") and pain in extremity ("left leg pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, pelvic pain, medical device pain, genital haemorrhage, device expulsion, abdominal pain lower, menstruation irregular, back pain, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, embedded device, genital haemorrhage, medical device pain, menstruation irregular, pain in extremity and pelvic pain to be related to essure. The reporter commented: essure was not removed. She refuses to undergo a hysterectomy. Diagnostic results: on or about (B)(6) 2016, a histopathology report showed an essure coil had migrated, and was protruding from plaintiff's uterus concerning the injuries reported in this case, the following one/ones were described: embedded device. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and medical records received: reporter information, patient details, other relevant history, product information, concomitant drugs and events- coil in the right side appears to project into the fundal myometriurn posteriorly (embedment), plaintiff was told the essure device fell out and migrated into her uterus, unusual bleeding, pain from migrated implant, pain and cramping, irregular periods, back pain, left leg pain, ablation done with essure insertion were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil in the right side appears to project into the fundal myometriurn posteriorly (embedment)"), pelvic pain ("pain/pelvic pain severe cramping"), medical device pain ("pain from migrated implant/pain from migrated implant") and genital haemorrhage ("unusual bleeding/unusual bleeding") in a 42-year-old female patient who had essure (batch no. Co3096-inv, co6519-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done with essure insertion". The patient's concurrent conditions included depression. Concomitant products included amlodipine, cetirizine, docusate, hydrochlorothiazide, iron, oxycocet (percocet), pantoprazole, promethazine w/codeine, salbutamol (albuterol) and sulindac. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced back pain ("back pain/back pain throbbing and stabbing pain") and abdominal pain ("abdominal pain/abdominal pain labor pain feeling"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/cramping") and menstruation irregular ("irregular periods/irregular periods"). In (B)(6) 2015, the patient experienced migraine ("migraine") and arthralgia ("joint pain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced medical device pain (seriousness criterion medically significant). In 2018, the patient experienced pain in extremity ("left leg pain/left leg pain stabbing pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("device migration / plaintiff was told the essure device fell out and migrated into her uterus"). The patient was treated with codeine and ibuprofen. Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, medical device pain, genital haemorrhage, device expulsion, abdominal pain lower and menstruation irregular outcome was unknown and the pelvic pain, back pain, abdominal pain, pain in extremity, migraine and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device expulsion, embedded device, genital haemorrhage, medical device pain, menstruation irregular, migraine, pain in extremity and pelvic pain to be related to essure. The reporter commented: essure was not removed. She refuses to undergo a hysterectomy. Diagnostic results: on or about (B)(6) 2016, a histopathology report showed an essure coil had migrated, and was protruding from plaintiff's uterus. Concerning the injuries reported in this case, the following one/ones were described: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received. Migraine and joint pain were added, outcome of the events were updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.